Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the nursing staff could not release the water from the catheter balloon and were not able to remove the catheter from the patient. Nursing staff tried different procedures for around 3 hours to try to deflate the balloon and remove it from the patient. They cut the catheter at the valve point without success. They then cut the top of the catheter to try to see where the blockage was in the catheter. They also tried to put more water in the balloon. They then inserted some liquid paraffin into the catheter to try to deflate the balloon. The patient subsequently pulled the balloon out himself, by this stage the balloon has deflated so there was no injury to the patient upon removal.